Manufacturer narrative:
(B)(6).

Event description:
It was reported per the distributor's service engineer that the v60 was shipped to him from the end user with concerns about the display being dim. This prompted the service engineer to reach out to philips technical support and order liquid crystal display (lcd) and accessories needed to carry out the repair. It was confirmed the allegation was identified by a clinician while in therapeutic use. However, it confirms no reports of patient/user harm or injury. The service engineer evaluated the device and discerned a new lcd was needed to bring the device back to full function. The v60 required a new lcd, which the service engineer replaced. The device was tested and deemed repaired; thus, the unit was returned back to service with no other issues. Although requested to be returned, the defective component was not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.